Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, the reported issue was confirmed. The image issue was due to a faulty cable. A coupler base plate was found bent causing an off-centered image. No other issues were observed during the evaluation. If additional information is provided a supplemental report will be filed.

Event description:
A user facility reported an image problem while using a camera head. The issue occurred during preparation for a procedure. No patient involvement or injury was reported. No additional information has been obtained.

Manufacturer narrative:
The investigation has been completed. A device history record (DHR) review was performed and found no non-conformances that would cause the reported malfunction. All records indicate that the device was manufactured in accordance with all applicable procedures. The instructions for use (IFU) states: "never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Doing so could damage the camera cable.¿ the root cause could not be conclusively determined. Probable causes that could have led to the reported event include due to the user¿s handling, the cable was stressed unexpectedly and the cable unit broke leading to the image no longer discharging.